Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. While attempting to deliver a 3.50x20mm taxus express2 stent to the calcified lesion in the left main (lm), the stent became "hung up" on plaque in the lm and was unable to advance. The physician retrieved the stent and noticed that the proximal struts were flared on the stent. The physician attempted to fix the struts and reinserted the stent but was unable to cross the lesion. The procedure was successfully completed with a non-bsc 3.5x18mm stent. There were no patient complications reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.